Event description:
It was reported that during a ptcra procedure involving a calcified and 90% stenotic lesion in a very tortuous rca, the tip of the wire fractured. The physician encountered resistance, while attempting to exchange another manufacture's wire with the rotawire. The tip of the wire fractured inside of another manufacture's catheter during removal. No pt injuries or complications were reported. Pt status is listed as "good".